Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced blood backing up into the angiocatheter and tubing while disconnecting an intravenous line from a one-link standard bore bonded extension set, causing the IV access site to clot off. A new intravenous access site had to be started on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.